Event description:
Second and third degree burns [burns third degree], second and third degree burn [burns second degree]. Case description: this is a spontaneous legal report from a lawyer. An (B)(6) female plaintiff started to use thermacare heat wrap (thermacare lower back and hip, wrap) on (B)(6) 2011 for pain relief to the lower and upper back. Relevant medical history, concomitant medications and past product history were not provided. On (B)(6) 2011, the plaintiff applied the product to her lower back as directed by the product packaging. After approx four hrs of use, the plaintiff noticed the area surrounding her lower back became extremely hot and wet. She removed the product and her skin was completely blistered from burns. Instead of producing a reasonable amount of heat for pain relief, the wrap reached temperatures so hot that the plaintiff was severely burned at the site of application. Immediately, the plaintiff went to the hospital for burn treatment. As a result of the reported events, she was hospitalized for several days and was treated for second and third degree burns. It was reported the plaintiff rec'd a serious injury because she used a defective product. According to the attorney, the plaintiff must undergo skin grafts, physical therapy and rehabilitation to recover. There was no relevant laboratory data available. Therapeutic measures taken as a result of the reported event were not provided. The action taken with the product was unk. At the time of this report, it was unk if the pt had recovered.